Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective pressure sensor assembly (psa). In consequence the pressure sensor assembly has been replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary:during ventilation a difference between vti and vte from 300ml till 600ml.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:during ventilation a difference between vti and vte from 300ml till 600ml.